Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side removal due to rupture. Additionally, pain killers were used as treatment. Patient representative reports that patient experienced pain, discomfort, anguish and reduction of mobile capacity. The device has been explanted.